Manufacturer narrative:
Final analysis found a discrepant integrated circuit on the radiofrequency module which caused telemetry anomaly.

Event description:
It was reported that during pre-op preparation during the implant procedure, the pulse generator exhibited a radio frequency telemetry anomaly. The device was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.